Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience xpedition: 2.25 x 28 mm, 2.5 x 18 mm. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience xpedition 2.25 x 28 referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The index procedure performed on (B)(6) 2015 involved the implantation of three xience xpedition stents in the lad. A 2.25 x 28 mm xience xpedition was implanted distally, followed proximally by a 2.25 x 23 mm xience xpedition and then proximal to that a 2.5 x 18 mm xience xpedition. Each stent was overlapping. On (B)(6) 2016, the patient returned to the hospital with angina and it was confirmed that a broken strut on the 2.25 x 28 mm stent near the area of overlap with the 2.25 x 23 mm stent. It was also reported that the broken strut might have been damaged by a shearing force. The broken strut did not detach from the stent. Restenosis was also observed around the overlapped area. The 2.5 x 18 mm stent was confirmed to be patent. Another 2.25 x 28 mm xience alpine was implanted to cover the overlapping area of the 2.25 x 28 mm and 2.25 x 23 mm stents. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A cine was received and reviewed by an abbott vascular clinical specialist who concluded: as the index procedure images were not provided for review, a conclusion cannot be made if the non-overlapping junction came about subsequent to the original overlapping deployment or was there from the original stent deployment. This non-overlapping junction could conceivably lead to and propagate the subsequent in-stent restenosis as reported. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina and stenosis are listed in the instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.